Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade iii. Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported bilateral capsular contracture, baker grade iii. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with the work order were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, a split in patch area (ss) was found which is considered as a workmanship issue per procedure. This finding is not related with the reported event. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified the weight of the device was within specification, deformation, creases flat, wear abrasion, white particles and device appearance (observed like appears to be a split in patch), it is out of specification per qa199.04 was identified which is characterized as a workmanship. Cloudy in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is split in patch area, assessed as a workmanship